Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship exists between the liberty cycler and the reported adverse event(s) of experiencing pain while performing pd, there is no documentation showing a causal relationship between the liberty cycler and the adverse event of the reported peritonitis.

Event description:
On 27/sep/2017 during a follow-up call for an unrelated event, the peritoneal dialysis registered nurse (pdrn) reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (sometime in (B)(6), exact date unknown). The patient was experiencing pain during filling and draining peritoneal fluid. Cultures (source, collection and result dates unknown) were reportedly negative and no organism could be identified. Patient recovered from reported peritonitis, however no intervention was reported.